Event description:
The customer contacted carefusion technical service to report that they are getting low volumes on the y flow sensor. According to the customer, the adult y flow sensor is set at .5l, however they are getting .29l. When the y flow sensor is out the ventilator it reads correctly at .5l. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer to change the flow sensor o-rings, because there was a 36% leak. The customer indicated that they had changed out the whole receptacle, but will try changing out the o-rings "just in case that one is bad" as well. The customer is to call back for further assistance as needed. As of 04/01/2014, the customer has not called back in regards to this issue.